Event description:
During a cholecystectomy the devices were used to close the arteria cystica, and every third clip fell off the vessel. A new clip applier was used to finish the procedure. There was no patient consequence.